Event description:
It was reported that the tip broke off during use. It hit the bone and broke off in the patient. Case was converted to an open procedure. An extra incision was needed to retrieve the tip. Ankle arthroscopy case completed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The complainant's event is typically caused by excessive force or prying/leveraging of the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.